Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that three different left ventricular (lv) lead models were attempted to be implanted but not used due to the leads backing out after slitting the introducer. Intravascular lv lead implant was abandoned and no lead was implanted. The physician noted that a surgical external lv lead may be required at a future date due to the patient¿s anatomy. No patient complications have been reported as a result of this event.